Event description:
It was reported this right ventricular (rv) lead exhibited noise. Technical services (ts) reviewed that the rv lead impedance was at 450-1800 ohms and has lead integrity anomaly. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the source of noise was undetermined. Also, the noise was oversensing but this did not inhibit any function as the patient was pacing in the atrium and ventricle at 0%. The physician planned to continue monitoring the patient due to low pacing percentages. There was no immediate need for lead revision at this time.

Event description:
It was reported this right ventricular (rv) lead exhibited noise. Technical services (ts) reviewed that the rv lead impedance was at 450-1800 ohms and has lead integrity anomaly. This lead remains in service. No adverse patient effects were reported.